Manufacturer narrative:
Result: scale would not zero due to the coil litter cable giving discrepant signal.

Event description:
It was reported by service report that the scale would not zero. No patient involvement or adverse consequences were reported.